Manufacturer narrative:
The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the pump sounded a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was intact. During functional check, the reported complaint was not duplicated during the investigation. However, found fluid ingression on the downstream sensor that could cause double beep, no cassette attached. Replaced downstream sensor.